Event description:
Consumer questioning accuracy of their meter when comparing to another meter. Analysis run on clark error grid using competitive reading (69) as ref. Point vs. Bd reading (66, 58) yielded data point in the d/e range of the grid, outside acceptable limits.